Event description:
The customer reported a leak in the coulter hmx hematology analyzer with autoloader. Approximately 3 ml of clear fluid leaked from the rinse block of the analyzer onto the counter. The leak was not contained within the analyzer. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The customer was wearing personal protective equipment of gloves and gown at the time of the occurrence. There was no biohazard exposure to open wounds or mucous membranes. There were no erroneous test results associated with this event. There was no death, injury or affect to the user or patient treatment associated with this event.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and discovered that the linear bearing of the blood sampling valve (bsv), rather than the rinse block as previously reported by the customer, was worn. The fse replaced the linear bearing of the rinse block arm resolving the leak. (B)(4).